Event description:
Information received by medtronic indicated that the insulin pump had a crack alongside battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2022. The electrical board passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, partially broken retainer, cracked case (battery tube) and cracked case-corner of belt clip rails. Cosmetic damage was confirmed at battery tube and retainer ring. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.